Event description:
It was reported that a decrease in r-waves was noted. Intermittent undersensing on a vf episode was observed previously. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.